Event description:
It was reported that the device did not power on and had the charge-pak, attention and service wrench icons illuminated in the readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the charge-pak installed in the device was the wrong charge-pak for this device. It was also observed that the analog pcb had depleted the internal hlc batteries. Physio-control further evaluated the analog pcb and observed that a capacitor, designator c177 was cracked and shorted which caused the internal hlc batteries to deplete. The customer was provided with a replacement device under warranty.